Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ catheter i.v. 22g x1.00¿ (0.9 x 25 mm) (latin america) experienced a catheter that broke/separated from the hub. A portion of the device was left embedded within the patient's arm and required surgical removal. The following information was provided by the initial reporter: taking medication with a bd product, she had a serious problem. She had 2 cuts on her arm, totaling 7 points, to remove the piece of the support that leads the medication into the vein. Patient informs that she is undergoing treatment at hospital. She took medication at 6:15 pm on saturday and, around 7:30 pm, felt pain in her arm and "a lump went up". When the nurse checked, he found that the catheter broke inside her arm and for that reason had to perform a surgical procedure in two locations on the arm. Patient questions how bd will face the event, questioned whether bd affords medical costs. She had to be under observation for 8 hours due to the incident. Reports report: ultrasound doppler arterial of the left high member: examination performed with a 7.5 mhz transducer and specific program. Exam carried out with transducers and specific programs, which showed: skin without changes. Fatty or subcutaneous tissue with preserved echogenicity. Presence of a venipuncture catheter fragment inside the lumen of the distal portion of the cephalic vein associated with a local thrombus. Examination for surgical removal guidance was performed. Examination without complications and with the patient's consent. Regional musculature visualized with preserved morphology and echogenicity. Note: examination without complications and with the patient's consent. Withdrawal of the whole catheter without complications. What medication was being administered? -meropenem 2gr.

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 0076581, and no quality issues were found during production. Our quality engineer analyzed the returned photo and found that the size of the catheter inside the patient is 2.24 cm. According to product specifications the catheter must measure 1 inch or 2.54cm. By comparing the measurements of the doppler exam with the measurements of the product specification, the engineer could confirm that the catheter did not come loose from the adapter. It was not a process/manufacturing problem, but the catheter most likely broke and/or was cut close to the adapter. It was reported that the catheter was reinserted. This can cause the movement of reinserting the catheter to create a situation in which the tip of the cannula becomes disconnected from the tip of the catheter and then when reintroduced the bevel can cut the catheter. Based off this evidence and the provided photo the engineer was able to confirm that this was not a manufacturing defect. See h.10

Event description:
It was reported that the bd insyte¿ autoguard¿ cateter i.v. 22g x1.00¿ (0.9 x 25 mm) (latin america) experienced a catheter that broke/separated from the hub. A portion of the device was left embedded within the patient's arm and required surgical removal. The following information was provided by the initial reporter: taking medication with a bd product, she had a serious problem. She had 2 cuts on her arm, totaling 7 points, to remove the piece of the support that leads the medication into the vein. Patient informs that she is undergoing treatment at hospital. She took medication at 6:15 pm on saturday and, around 7:30 pm, felt pain in her arm and "a lump went up". When the nurse checked, he found that the catheter broke inside her arm and for that reason had to perform a surgical procedure in two locations on the arm. Patient questions how bd will face the event, questioned whether bd affords medical costs. She had to be under observation for 8 hours due to the incident. Reports report: ultrasound doppler arterial of the left high member: examination performed with a 7.5 mhz transducer and specific program. Exam carried out with transducers and specific programs, which showed: skin without changes. Fatty or subcutaneous tissue with preserved echogenicity. Presence of a venipuncture catheter fragment inside the lumen of the distal portion of the cephalic vein associated with a local thrombus. Examination for surgical removal guidance was performed. Examination without complications and with the patient's consent. Regional musculature visualized with preserved morphology and echogenicity. Note: examination without complications and with the patient's consent. Withdrawal of the whole catheter without complications. What medication was being administered? -meropenem 2gr.